Manufacturer narrative:
The ventilator log showed error codes in the memory log that suggested ventilator was inoperative. The investigation is on-going. When additional information is available a follow-up report will be filed. (B)(4).

Event description:
Covidien received information from a customer in (B)(6) stating that an 840 ventilator became inoperative while in use on a patient. The customer reported that an alarm was generated, and the ventilator safety valve opened. The patient was not harmed or injured as a result of the reported event.